Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up button on her insulin pump stopped working and that she received a motor error alert. The customer's blood glucose at the time of incident was 132 mg/dl. Troubleshooting for the motor error alarm was declined due to wanting to get rid of a beep anomaly and keypad anomaly on the pump. Troubleshooting was initiated for the keypad anomaly and beep anomaly. The customer did not recall significant events leading to either issue. The self test was performed on the device and failed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No unexpected audio/beep anomaly noted. The insulin pump passed self-test. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to button unresponsive. No motor error alarm noted. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratched lcd window.